Manufacturer narrative:
The lifescan product has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found.the meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 2 (05/07/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing, no error was observed, result met specification, and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.